Manufacturer narrative:
(B)(4).

Event description:
The reporting person said: during stapling procedure safety lock was defective, didn't work properly. No injury reported. There was no tissue damage as a result of the problem. There was no excessive bleeding. The surgical time was not extended. There was no permanent injury. There as no temporary injury. Another product was used to solve the problem. The hospital stay was not prolonged.